Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level was 28 mmol/l and screen was white. The customer did not provide the symptoms regarding high blood glucose. Customer injected insulin manually. The customer also reported infusion set tubing detachment issue. The insulin pump was not returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Device received with cracked keypad overlay at select button and peeling keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.